Event description:
It was reported that during a laparoscopic lobectomy procedure, the cartridge was loose on the jaw and came off in the patient at the 1st firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the cartridge retrieved? --- no. The cartridge was not dropped in the patient. If yes, how was the cartridge retrieved? What color cartridge was being used? --- white. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.